Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, the competitive right ventricular lead exhibited no capture when connected to the newly implanted pulse generator. The lead was disconnected and tested through the pacing system analyzer (psa) successfully. Upon reinserting the lead into the new device, it was noted that the set screw would not tighten which resulted in no capture. Patient was asystolic for several seconds before an escape rhythm came through and the patient was stabilized. The pulse generator and the competitive lead were replaced. Patient was stable post-operation.

Manufacturer narrative:
The reported events of no capture and a tightening issue were not confirmed. The device was received in normal range of operation. Electrical testing of the device, including monitoring of the outputs and capture test, did not find any anomalies. Further analysis of device connector found stripping on the top of the ventricular setscrew consistent with incorrect use of the wrench by the user. There were no anomalies found with the atrial channel. The battery was within the normal range of operation with appropriate longevity remaining.